Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl; the pump menu was reviewed and the customer found a message stating to "resume insulin" but did not recall suspending insulin deliveries. No alerts or alarms were declared at the time that insulin deliveries were suspended. The customer went to the emergency room (ER) and was subsequently hospitalized. Treatment was received in the form of intravenous fluids and monitoring of the customer. At the time of the report, the customer remained hospitalized. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.